Event description:
At the end of the case, it was observed that the tips of the forceps were no longer attached to the handle. The doctor used the indirect ophthalmoscope to look in the eye, but did not see the tips. There was no injury to the patient.